Manufacturer narrative:
A review of the complaint history, device history record, instructions for use, specifications, and a functional test / visual inspection of the returned device was conducted during the investigation. The device was returned with the udh handle in a partially closed position and the basket formation was in the closed position. A functional test was performed and the udh handle actuated the basket formation when the basket sheath was in the open position. But if the basket sheath was coiled, the basket formation did not close completely. A visual examination noted the support sheath was very slightly bowed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that prior to an intended ureteroscopy procedure, the technician tested the ngage nitinol stone extractor basket and found that the basket would not close completely. The physician completed the procedure by using another device. The device did not come in contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that prior to an intended ureteroscopy procedure, the technician tested the ncircle tipless stone extractor basket and found that the basket would not close completely. The physician completed the procedure by using another device. The device did not come in contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.